Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that after canceling pd treatment a fluid leak was discovered. During drain 3 of 4 two air detected in cassette warnings were encountered. Technical services suggested to cancel treatment and when the patient removed the cassette there was fluid in the pump module of the cycler and fluid on the external part of the cassette. In a follow up, the patient verified there was no harm, adverse event, or intervention due to the leak event. The patient resumed using the cycler the next evening and has had no further issues since.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that after canceling pd treatment a fluid leak was discovered. During drain 3 of 4 two air detected in cassette warnings were encountered. Technical services suggested to cancel treatment and when the patient removed the cassette there was fluid in the pump module of the cycler and fluid on the external part of the cassette. In a follow up, the patient verified there was no harm, adverse event, or intervention due to the leak event. The patient resumed using the cycler the next evening and has had no further issues since.